Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide lot number? What is the product code? Are there any photo available for visual analysis? All answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent a surgery for fracture of the right distal radius on (B)(6) 2021 and suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.